Event description:
It was reported that during an unknown procedure, clips would not form. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
Event detail: it was reported that the patient's knee became unstable. The patient felt a loose piece floating in the knee. The surgeon investigated and confirmed that the lps eminence was broken. The broken piece was removed, but the tibial remains implanted. Other action: the broken piece was removed, but the tibial remains implanted.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.